Event description:
Hospital reported that during a procedure air was injected into the patient's aorta. The doctor saw the air under fluoroscopy, no images were acquired. The patient suffered a brain-stem air embolism and crashed. Hospital performed medical intervention throughout the night. The patient is now doing fine.

Manufacturer narrative:
Medrad service representative checked injector and no problems were found. Medrad cardio-vascular sales specialist performed additional applications training. The hospital staff involved is attributing this to user error.